Event description:
The customer reported that she activated the device at midnight (B)(6) 2012 with blood glucose of 213 mg/dl and corrected with a 1.45 unit bolus. (B)(6). The customer was advised to change her pod during the call. When it was removed she saw that the cannula was not in skin and there is a kink to the right. She was going to correct with a manual insulin injection after cell.

Manufacturer narrative:
The returned device was investigated and performed as designed. No kink was observed in the cannula. No deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer reported that the cannula was not inserted in the infusion site. This condition could interrupt insulin therapy and contribute to hyperglycemia. It cannot be confirmed or excluded by lab eval. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If your have symptoms or continue to get results that above 250 mg/dl, follow the treatment advise of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.